Event description:
It was reported that the arctic sun device was said to be alarming for low flow and an air leak again. Biomed looked at the event logs and saw multiple 0001 (patient line open) and 0002 (low flow) alarms. Biomed ran a new calibration and it passed. Customer wanted to reach out in case there was anything else they could do to troubleshoot. The device was working just fine and was likely user error. Per follow up information received via task on16jul2025, spoke with biomed and it was reported that they performed a calibration and ran test on the device and everything passed. They stated that the low flow alert was received because of the neonatal pads being used at the time and user error. Device was back in service, and no further issues were reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, d, h. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was said to be alarming for low flow and an air leak again. Biomed looked at the event logs and saw multiple 0001 (patient line open) and 0002 (low flow) alarms. Biomed ran a new calibration and it passed. Customer wanted to reach out in case there was anything else they could do to troubleshoot. The device was working just fine and was likely user error. Per follow up information received via task on16jul2025, spoke with biomed and it was reported that they performed a calibration and ran test on the device and everything passed. They stated that the low flow alert was received because of the neonatal pads being used at the time and user error. Device was back in service, and no further issues were reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was said to be alarming for low flow and an air leak again. Biomed looked at the event logs and saw multiple 0001 (patient line open) and 0002 (low flow) alarms. Biomed ran a new calibration and it passed. Customer wanted to reach out in case there was anything else they could do to troubleshoot. The device was working just fine and was likely user error.